Event description:
The lay user/pt contacted lifescan alleging the meter display error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will eval it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.